Event description:
The pt received his scs system on (B)(6) 2007. It was reported that he is having problems maintaining communication with his ipg using the programmer. In an effort to resolve this matter, a replacement programmer was scheduled to be shipped to the pt. However, follow-up on the pt found that his issue persists, and he has yet to receive the replacement programmer. In addition, he admits to having suffered multiple falls unrelated to his stimulation. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.